Event description:
A balloon ruptured at 2 atmospheres during a common iliac angioplasty via a kissing balloon technique on a calcified lesion. During removal of balloon catherter, resistance was encountered. The balloon and sheath were removed as a unit. It was noted a segment of balloon material was missing. A snare was then advanced through a new sheath to grasp the distal tip of the guidewire. The guidewire/snare/sheath were all removed as a unit along with the detached balloon material. The procedure was completed successfully and the pt's condition is good. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lestion. It was also indicated resistance was encountered during withdrawal of the device. Co believes the above factors may have contributed to this event however, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removinmg either a balloon through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."

Manufacturer narrative:
A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal portion of the balloon was detached and not returned for evaluation. The distal bond was present. The distal 5.5cm of the balloon was detached. The tear was circumferential with rough edges. The shaft under the balloon was elongated. Scratches were noted on the balloon surface. This device displayed characteristics consistent with continual exertion against resistance, an elongated shaft, as well as contact with a sharp external source, scratches on the balloon surface. Follow up indicated this device was used in a calcified lesion. It was also indicated resistance was encountered during withdrawal of the device. Co believes the above factors may have contributed to this event and do not attribute it to the device. F11 - date MFR initially forwarded report to FDA.